Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during investigation, no damage or corrosion was found to the battery compartment. The test battery cap fully attached to the pump. The pump was unresponsive and had no power, no vibratory or auditory alarms, and a blank display. The no power complaint was duplicated. Unrelated to the original complaint, moisture was found behind the display lens. The pump cover was removed to find moisture on the printed circuit board and internal components.